Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and performed to specification. The device was recertified and returned to the customer. Review of the log shows that the device was in manual monitor mode while the user was attempting to charge. Once the device was switched to defib mode, the device successfully charged and delivered a shock. Analysis of reports of this type has not identified an increase in trend.